Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in event: model: sc-2218-50; serial: (B)(4); description: linear st lead, 50cm.

Event description:
A report was received that the patient had passed away. No other information was received.